Event description:
It was reported that an asymptomatic patient presented in the hospital for a left ventricular (lv) lead replacement procedure due to lead dislodgement that was observed via x-ray. The lead was successfully explanted and replaced. The patient was in stable condition and recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.